Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident , current 449 mg/dl and other were 300 mg/dl, 393 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did allege under delivery because he has marked reservoir and it does not seem to move. Customer was treated with carbs. Customer was neither in emergency room, nor admitted into hospital. Performed displacement test since customer indicated that the thought insulin pump was not pushing insulin through test passed performed self test, test passed. The insulin pump will not be returned for analysis.